Manufacturer narrative:
Conditional and dimensional evaluation could not be performed since the product was scrapped. Review of device history records indicates that all devices in the product lot were manufactured to specifications. This device is used for treatment. Results of complaint history search reveal no additional complaints for this part and lot combination. No probable cause is determined as product was not available for technical evaluation.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon attempted to ream the glenoid, the reamer broke.